Event description:
It was reported that during a surgical procedure the barcode tag of the sponge came off. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
This is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that during a surgical procedure the barcode tag of the sponge came off. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.